Manufacturer narrative:
(B)(4). Product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for a fractured tine on the cup. No additional information was available.

Manufacturer narrative:
No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total hip arthroplasty with likely loosening or fracture of the acetabular cup with associated malposition. Acetabular inclination angle is approximately 108 degrees. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.